Manufacturer narrative:
Image review: fluoroscopic images and cine loop of the fluoroscopic load check and implant procedure were provided for review of the event. Patient summary was provided as well for anatomical review. An inflow-crown overlap including or extending beyond node 4 of the valve frame is considered a misload. According to evolut instructions for use (IFU), if a misload is detected, it should not be attempted to reload the bioprosthesis. The entire system must be discarded. The valve, catheter, loading system, loading tray, and saline all must be replaced with new sterile components. Three image pairs showed the fluoroscopic-check from three different positions. In all three, an inflow-crown overlap to node 4, possibly beyond, are visible, and thus a misload must be stated. The report is conclusive: it can be assumed that the overlooked misload caused or at least significantly contributed to the subsequent infold. The formation of the infold was further facilitated by a focal calcification on the annulus¿ left coronary cusp (lcc) side which protruded into the left ventricular outflow tract (lvot). Only after the occurrence of an infold, the implant team acted according to medtronic recommendation by replacing the evolut system with a new one. A new valve was loaded and successfully implanted; no adverse patient effects but a prolongation of the procedure were reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during preparation for a transcatheter aortic bioprosthetic valve replacement procedure, as the evolut 34 proplus valve was crimped for loading into the delivery catheter system (dcs), an "infold" was detected close to the 4th node of the valve fra me. As a misload was not identified, the system and loaded valve were inserted into the patient and navigated to the aortic valve in the heart. During the first deployment attempt, an infold was observed in the valve frame. In addition, the valve did not deploy properly due to moderate calcification of the native valve leaflet. The valve was recaptured into the dcs and withdrawn from the patient. A new dcs and valve were loaded and used for a successful implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop34 (lot: 0012516782); product type: 0195-heart valves; implant date: not implantable product ID l-evprop34 (lot: 0012526094); product type: 0195-heart valves; implant date: not implantable select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during preparation for a transcatheter aortic bioprosthetic valve replacement procedure, as the evolut 34 proplus valve was crimped for loading into the delivery catheter system (dcs), an "infold" was detected close to the 4th node of the valve fra me. As a misload was not identified, the system and loaded valve were inserted into the patient and navigated to the aortic valve in the heart. During the first deployment attempt, an infold was observed in the valve frame. In addition, the valve did not deploy pr operly due to moderate calcification of the native valve leaflet. The valve was recaptured into the dcs and withdrawn from the patient. A new dcs and valve were loaded and used for a successful implant. No patient complications have been reported as a result of this event. Additional information was received to report a procedural delay occurred due to withdrawing the first system and replacing it with a second system.

Manufacturer narrative:
Updated data: d4 d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was deployed by the galway rpa lab and forwarded to the santa ana product analysis lab. The valve was received inside a heart valve return kit jar fully submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a compressed state with the inflow and outflowing displaying an elliptical appearance. Remnants of bloody host tissue were noted on the frame and tissue. As received, all leaflets were in a partially open position with a large gap between the free margins. The leaflets were unable to close appearing to be due to their dried state. All leaflets appeared stiff, dry and slightly pliable. Creases and imprints were observed on all leaflets. Frame imprints and creases were also noted on the outer wrap. All commissures were dry yet appeared intact. All sutures appeared intact; no damages were observed. There was no evidence of damage to the frame such as kinks or bends. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded; however, the valve appeared to retain a compressed state at the inflow and outer wrap. This condition may possibly be associated with the valve being in the loaded state (inside the delivery system) for an unknown duration of time. Due to the returned condition of the valve, a deployment simulation could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.